Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states tilt actuator will not come all the way down. He said the user heard a loud pop while using it. MDR filed.